Manufacturer narrative:
Tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process a syringe needle change was performed resolving the issue. Additionally, the insulin gauge was reportedly inaccurate. Customer's blood glucose was 94 mg/dl. The customer declined to perform troubleshooting and declined to provide additional information regarding the issue. Reportedly, the customer uses fiasp insulin and cartridges were in use for 6-7 days. Tandem technical support educated customer regarding cartridge/insulin labeling.